Event description:
A trilogy100 ventilator, international was returned to the manufacturer for routine preventative maintenance. There was no allegation of harm or injury reported. The device was not reported to be in patient use. During evaluation of the trilogy100 ventilator, international device at the manufacturer's service center, critical error codes were documented from the device's event log. Errors documented indicate that the barometric pressure sensor has drifted so much that the device cannot adjust, and a system failure occurred. There is no documentation on what components would be needed to address the issues. The device was not repaired.

Manufacturer narrative:
The manufacturer previously reported to a trilogy100 ventilator, international that was returned to the manufacturer for routine preventative maintenance. There was no allegation of harm or injury reported. The device was not reported to be in patient use. During evaluation of the trilogy100 ventilator, international device at the manufacturer's service center, critical error codes were documented from the device's event log. Errors documented indicate that the barometric pressure sensor has drifted so much that the device cannot adjust, and a system failure occurred. There is no documentation on what components would be needed to address the issues. The device was not repaired. The incorrect become aware date was identified in the previous report. This report reflects the correct become aware date.